Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of clearlink system non-dehp continu-flo solution sets over infused. It was further reported "the roller clamps were very tight and would hurt their finger when opening or closing the clamp". This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.